Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead were greater than 200 ohms, which was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) of this patient's device and found that the shock impedance had been rising gradually for approximately one year as well as an increase in pacing impedance, which remained within normal range. Technical services (ts) provided troubleshooting including reprogramming lead configuration vectors. Patient was seen in clinic and isometric testing was performed. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead were greater than 200 ohms, which was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) of this patient's device and found that the shock impedance had been rising gradually for approximately one year as well as an increase in pacing impedance, which remained within normal range. Technical services (ts) provided troubleshooting including reprogramming lead configuration vectors. Patient was seen in clinic and isometric testing was performed. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during a scheduled generator change out procedure due to the aforementioned high shock impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead were greater than 200 ohms, which was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) of this patient's device and found that the shock impedance had been rising gradually for approximately one year as well as an increase in pacing impedance, which remained within normal range. Technical services (ts) provided troubleshooting including reprogramming lead configuration vectors. Patient was seen in clinic and isometric testing was performed. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during a scheduled generator change out procedure due to the aforementioned high shock impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported. According to additional information, this lead also exhibited high defibrillation thresholds prior to revision.